Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that the insulin pump alarmed button error during a basal. It was possible the insulin pump was exposed to moisture. Customer's blood glucose level was not reported. The device was not returned.